Event description:
The complainant is a user of the elite blood glucose system. User stated that the reagent strips will not go into the meter all the way. "It feels like something is stopping them". While on the phone a review of the operation of the meter was conducted. Electronic checks were attempted, but could not be conducted because as soon as the check sensor was inserted the meter would beep and display "888" and then shut off. It was also learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer diagnostics does not provide nor support the use of an off brand reagent. It is suspected that the excel off brand reagent may have caused some damage to the elite meter sensor contacts. The instrument system will be returned for eval.